Event description:
It was reported that the right atrial (ra) lead impedance has been decreasing over time while sensing numbers remain "very good." The physician elected to continue to monitor the ra lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 6947m62, implantable tachy lead, (B)(6) 2013; 419578, implantable pacing lead, (B)(6) 2013. (B)(4).